Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the implanted device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the implanted device. Based on the information received the root cause of the event is indeterminable; however, patient factors likely contributed to the event.

Event description:
Edwards received information that a 25mm mitral bioprosthetic valve was explanted due to staph epi endocarditis. Through followup with the healthcare provider it was learned that the patient has had numerous recurrences of staph epi endocarditis over the past two (2) years. The 25mm mitral valve was noted to have vegetation on it. The patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by the pathology laboratory that the device was not received. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic mitral valve, implanted three (3) years, eight (8) months, six (6) days, was explanted due to unknown reasons. The explanted device was replaced with a 27mm mitral bioprosthetic valve. Attempts to retrieve additional information are in process.